Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was programmed to monitor plus therapy only. To date, this device remains implanted. No adverse patient effects were reported.